Event description:
This lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2014 due to an unknown issue. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. A product experience report was received on 5/29/2014 stating that this lead was capped due to oversensing and pacing inhibition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).